Manufacturer narrative:
A.5 ethnicity is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the purge pressure exceeded 1000 mmhg, causing an alarm. Heparin was added to the purge liquid and replaced the purge set, but there was no initial change. The following day, the purge pressure dropped within acceptable limits of support. The patient was successfully weaned after 140 hours of support. The patient survived the procedure.